Event description:
Fuzzy vision [vision blurred]. Lens appears gray on exam [device failure, defect]. This report was received via a sales representative in which an ophthalmologist reported he had implanted a ceeon 913a intraocular lens on several occasions and one week post operatively, the intraocular lens started to turn gray. The patients visual acuity is excellent, however, they complain about fuzzy vision. This report reflects patient number three. The physician was able to see a cloudy or gray haze in the intraocular lens during slit lamp illumination. No futher information was provided or known on initial contact. See also ceeon MFR. Report #2003144760us, 2003114491us, and 2003144825us for similar reports by same source. Follow up received in feb 2003. The physician reported that the patient underwent a left eye cataract extraction with implantation of a ceeon 913a lens (diopter 20.5) in 2002. When the patient was seen one month postoperative, they complained of a "flim" over their vision in the left eye. The patient continued to experience this for several months. During follow-up visit jan 2003, the decision was made to explant the ceeon lens to alleviate the patient's symptoms. In 2003, the lens was explanted. The physician felt that the event was related to a product problem. Case comment: this case lacks significant information needed to provide an accurate causal assessment. Futher information is required regarding the indication for the iol implantation, the surgery performed, complications during surgery, irrigation fluids used during surgery, and concomitant medications during surgery, and in the postoperative period. It is not stated whether the patient had any post operative ocular inflammation such as uveitis or cme that could account for the post operative visual disturbance. The "cloudiness of the lens/gray haze" seen in slit lamp illimination needs to be futher investigated. It is not stated whether the lens was inspected prior to implantation for defects and whether a change in colour was noticed during the implantation. The most common cause of a cloudy lens is early opacification of the posterior lens capsule (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. The serial number/lot number of the lens is not provided. The results of the technical investigation requested on the lot number of this lens are not yet available. Additional information is therefore expected so that a causality assessment can be made. The lens was explanted in order to alleviate the patient's symptoms however the results of the technical investigation are still pending therefore futher information is still awaited.